Event description:
It was reported that, one day post-op, the patient's right atrial (ra) lead was capturing the right ventricle. An x-ray revealed that the ra lead dislodged and had fallen into the right ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).